Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the caregiver (cg) stated the home patient (hp) had a low drain volume alarm so the cg tried to drain the hp. The cg stated she thought the hp was empty so she bypassed the initial drain and experienced shortness of breath. The tsr had the cg close the clamps and disconnect the hp and assisted with ending therapy and getting the set out. The tsr recommended that the cg contact the registered nurse (rn) after the call and explained the hc would be swapped. The hp has procard. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the hc is replaced. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of shortness of breath. The pdn stated the hp was constipated and was the reason the hp was not draining. The pdn stated the hp was doing fine. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The pal evaluated the device. There were no problems found during a visual inspection. A review of the device logs confirmed the draining issues experienced by the hp. The assignable cause for the caregiver bypassing the initial drain was determined to be use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in the incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.